Manufacturer narrative:
Date of explant is an estimate.

Event description:
It was reported that the patient presented in clinic with a pacemaker that exhibited over-estimation of the longevity. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of incorrect measurement on pacemaker was not confirmed. The device was returned for analysis. Analysis of device image and longevity was normal with no anomalies found.